Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) has something wrong. Physician did not think something was right with the device after electrocardiogram was performed. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.